Event description:
It was reported that a patient experienced a right posterior/lateral proximal tibia plateau fracture on (B)(6) 2015 and underwent an open reduction internal fixation (orif) of the fracture on (B)(6) 2015. While placing 3.0mm titanium cannulated screws, surgeon was not satisfied with placement of the 1.1mm guide wire and used a k-wire driver to reverse and back out the guide wire. Surgeon attempted backing out the guide wire twice and each time the guide wire sheared off. A different k-wire driver was used and the same issue occurred, with two attempts to remove the wire and each time the guide wire sheared off. Reportedly, there was no issue with the k-wire driver. A needle holder was used to grab the guide wire and the wire sheared off. The guide wire was successfully removed when it was drilled over with a 2 mm drill bit and the remaining wire came out. All fragments were retrieved from the patient. There was a surgical delay of 30 minutes. The procedure with placement of the hardware was completed. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one 1.1mm threaded guide wire, 150mm (part 292.622, lot unknown) was received with the complaint category of ¿broken: intraoperatively.¿ the complaint condition is confirmed as the guide wire was received broken into 6 pieces. Although the root cause cannot be definitively determined, the returned condition is consistent with the result of excessive force due to the method of use. The returned part was determined to be suitable for the intended use when employed as recommended. Evaluation shows that information regarding the reported implant procedure is provided per the 3.0mm cannulated screw technique guide. The 3.0mm cannulated screw system is intended for the fixation of small bones, such as the hand, wrist, and forefoot. The returned guide wire was received broken into 6 pieces measuring approximately 48.1mm, 39.8mm, 30.2mm, 15.5mm, 3.7mm, and 3.5mm. The piece that measures 39.8mm contains the distal threads which show a slight nick in the thread region and the overall piece has a slight bend (approximately 5 degrees). The 48.1mm piece is the proximal end of the guide wire. The 15.5mm piece shows a significant bend of approximately 45 degrees. Each break is transverse and shows substantial scraping close to the break. Thus, the complaint condition is confirmed but cannot be replicated as the guide wire is already broken. A review of the current design drawing was performed. The diameter on the returned part is no longer consistent due to the damage, but was determined to have occurred post manufacturing. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed as recommended. The condition of the guide wire, especially the bend, is consistent with the result from excessive force due to hard bone, which is likely in this case of a (B)(6) old male. Care must be taken during insertion. Applying excessive pressure or tilting during insertion could result in bending and weakening of the guide wire. This could then subsequently result in breakage during removal. Thus, although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the break, the complaint condition is likely a result of the method of use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.